Event description:
It was reported that the patient's right knee was revised due to pain and limited rom. A 4x9 insert was revised to another 4x9 insert, and the patient's native patella was resurfaced. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding range of motion (rom) involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as lot code information was unknown. -complaint history review: could not be performed as lot code information was unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot number, return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.